Manufacturer narrative:
(B)(4).

Event description:
During surgical procedure(sigmoidectomy) we loaded 2 endogia reloads, as usually. First one was fired successfully. After second endogia reload was loaded, idrive ultra stapler started to articulate without pressing any of the buttons. We repeatedly unloaded and loaded the endogia reload again. Then we changed reload, but idrive ultra started again to move without pressing any of the buttons. After that the battery was removed from the stapler and we repeated all the process, but with the same effect. Finally we had to use the endogia ultra stapler to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the first firing was successful. After the second reload was loaded, the idrive started to articulate on its own, with no buttons being pressed. After that the battery was removed from the stapler and we repeated all the process, but with the same issue occurred. No reinforcement material was used. There was no tissue loss. There was no tissue damage. There was no blood loss over 500 ccs. Surgical time was not extended over 30 minutes. The patient is currently fine.

Manufacturer narrative:
(B)(4). Results pending completion of evaluation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) examined a powered handle and adapter. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and pmv and engineering evaluations of the returned devices. No visual abnormalities were noted for the handle or adapter. Examination of an internal switch that is activated when the reload is inserted in the adapter found it to be bowed. The bowing condition has been found to prevent the switch from making a consistent electrical connection with the system in all rotational orientations. It is when a lost recognition is regained that the system begins a calibration cycle which includes articulation of the reload. This is considered to be what the customer experienced during the loading process. Based on these observations, it was concluded that the reload articulated on its own as reported by the customer due to the bowed switch.